Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a pre test relating to the active exhalation test reading being too high. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a philips remote service engineer, the failure was confirmed. The service engineer replaced the 3-way solenoid valve to resolve the issue. No further investigation is required.